Event description:
It was reported that during primary right knee surgery, mcl ruptured, so doctor made decision to use ts insert and primary baseplate. Sales rep informed him that this was off-label usage of the product.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the reported event was submitted to document off-label use of triathlon ts tibial insert with a triathlon primary baseplate. Use of the triathlon primary baseplate prevents the reinforcement post of the triathlon ts tibial insert from being properly and completely assembled. No deficiency of the subject device was reported, nor were any patient harms related to the off label use reported.

Event description:
It was reported that during primary right knee surgery, mcl ruptured, so doctor made decision to use ts insert and primary baseplate. Sales rep informed him that this was off-label usage of the product.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.